Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was identified on the patient's atrial lead during device check. The lead was explanted and replaced. The patient was discharged with no issues.